Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents. No damage was found on the isolation tape. The insulin pump was received with a broken battery cap, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump gets a blank screen every time customer changes out the battery. She was afraid that the device will not come back on. It takes several tries for the device to turn back on. Customer's blood glucose was 226 mg/dl. Troubleshooting was performed. Customer was explained what causes blank displays. Customer was advised to disconnect from the device and customer declined. Customer did not want to remove the battery cap of the insulin pump in fear that the device would not turn back on. No further information reported.